Event description:
The lay user/patient contacted lifescan alleging that his onetouch ultralink meter was prompting an "error 1" message, which was unresolved with troubleshooting. There were no allegations of harm or injury.